Manufacturer narrative:
Merge healthcare's designated complaint handling unit (dchu) contacted ge healthcare two times for additional information. Accordingly the response that was received on 5/19/2016 "...sites have been upgraded from (B)(4) version 3.7.3.7 to (B)(4) version 3.7.3.9sp3. This has enabled the customers to bypass the error, because the license architecture using (B)(4) version 3.7.3.9sp3 has a new design that uses workstation-based licenses. The old system used server-based licenses. The (B)(6) upgrade started friday evening april 29, and that same evening the site was able to view mammography images again" the product is functioning as expected as of the evening 4/29/2016 am according to ge healthcare.

Event description:
(B)(4) is medical image review workstation software. The product consists of features that allow qualified medical professionals to view patient medical images with the desired viewing protocol and workflow in order to optimize the efficient use of their time. On (B)(6) 2016 merge healthcare's customer, ge healthcare, reported that one of their install sites (B)(4) called ge healthcare to notify that they were getting license errors when opening studies in (B)(4). As a result of this malfunction, users at (B)(6) were not able to read mammography images until the evening of (B)(6) 2016. This malfunction can result in delay in diagnosis or treatment of the patient. (B)(4).